Event description:
Boston scientific received information that this pacemaker displayed different battery longevity between two device longevity checks by the clinic. No programming changes noted. Boston scientific technical services (ts) discussed that this device was wavering between two bins. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device memory log was reviewed and showed that the device had 94 resets and that device was at bin 0. The device was interrogated with the programmer; device was at ert and was functioning as expected. Device was explanted for normal battery depletion and the allegation against device behavior indicating performance anomaly was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received which indicated that the device was explanted and was returned for analysis. No adverse patient effects were reported.